Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is being filed to report the clip detached from one leaflet, requiring an additional clip to stabilize it. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. Imaging was noted to be difficult. The clip delivery system (cds) was advanced to the mitral valve however after rotating the actuator knob during deployment, the clip suddenly detached from the posterior mitral leaflet (pml) however remained attached to the anterior leaflet (single leaflet device attachment / slda). A second clip was deployed to stabilize the first clip, reducing the mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (thin leaflets) contributed to the reported single leaflet device attachment (slda). There is no indication of a product quality issue with respect to manufacture, design or labeling.